Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was one episode of high rate non-sustained tachycardia, noted several months ago, on the cardiac resynchronization therapy defibrillator (crt-d) with oversensing noted. The oversensing could not be reproduced and was suspicious for extremal electromagnetic interference. It was recommended they check with the patient to see what the were doing at the time of the episode. The device remains in use. No patient complications have been reported as a result of this event.